Event description:
It was reported that during the procedure, rn noted the pressure reading for the endo flip balloon was reading abnormally high at 200. The pressure reading should have been 20 or below. Rn notified the physician of the pressure reading. The decision was made to stop the procedure and obtain a new zero-pressure reading with the current catheter. The pressure reading didn't change after having the machine calculate zero pressure a second time. Endo flip catheter was removed from service. A new catheter was obtained and the procedure continued without incident.